Event description:
End user reports that while driving the power wheelchair on the side of the roadway, end user was startled by a car horn which caused end user to drive off of the road and over a 6 inch dropoff. The end user reports that end user fractured their ankle as a result of the incident.